Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-nov-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height cubie drawer caused the station to not power on and the drawer controller board was faulty. A field service engineer checked and tested the ohms on the drawer controller board and confirmed that the drawer controller was faulty. The field service engineer replaced the controller board and restarted the station, verified in hardware test application, and there were no further issues. The system functioned as intended after the field service engineer repaired the device. E.1.initial reporter facility: (B)(6).

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the screen went black, and the station showed offline on rss. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.